Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (infection, occlusion, fever). (Cause of the occlusion is unknown). Patient¿s condition affected effectiveness of device (intestinal problems). Evaluation conclusions: known inherent risk of procedure (infection, occlusion, fever). (Cause of the occlusion is unknown). Device failure related to patient condition (intestinal problems).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that everything went fine at the index procedure. It was reported that the patient presented twenty-five days post index procedure for a regular dr.'s appointment and had pain in the leg and drainage from the right groin site. The physician did an ultrasound and noted that there was an occlusion. The patient was given medication for the wound site infection. A couple weeks later (date unknown), the patient presented to the ER with the left side occluded (the patient had a PICC line) the patient had a fever and elevated white count and assumed the graft was infected; the physician assumes it is from the drainage on the right side. The patient had an intensive surgery performed in order to graft cadaver aortic tissue into the body covering the area of tissue the grafts once occupied. The patient had intestinal problems which caused the infection, it was not graft related per the physician. After the stent graft was explanted due to a severe staph infection the explant was sent for cultures, there were 0 growth found on the stent graft. Inconclusive as to what caused the limb occlusions. No additional clinical sequelae were reported and the patient is doing well.